Event description:
After inserting the t2 alpha tibial nail, drilling was performed using a locking drill and the first screw was inserted successfully. Then, drilling was performed to insert the second screw, but the drill would not proceed halfway through. A different surgeon was then used to push the drill in, but something felt strange. The tip of the drill was twisted and deformed. As a result of the drill being twisted, it could not be removed from the locking sleeve. The drill was removed by hitting it with pliers and a hammer, and a new locking drill was used to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction - please refer h6 health impact code. The reported event could be confirmed, since the drill bit was returned heavily deformed and twisted. The device inspection revealed the following: the tip of the drill bit is heavily deformed and twisted. However, there is no visible crack or breakage. The shaft has remained straight and is not deformed. Such a deformation most likely comes from torsional overload applied to the device while there was dimensional interference in the drill sleeve (such as bone chips that did not get properly evacuated by the drill). It is worth noting that no bone chips or other residues responsible for dimensional interference were found in the sleeve during evaluation. It might have been evacuated when the devices were removed. Furthermore, relevant dimensions were measured and were confirming to specifications. Finally, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. In addition, input from the research and development department was requested: twisting deformation is typically seen when a drill made out of a ductile steel gets stuck and the torque of the power tool can not turn the drill anymore. The load then gets transformed into torsional deformation. Root cause could be a dimensional interference in the drill sleeve. Other possible explanation could be e.g. Bone chips that did not get properly evacuated by the drill. In this case, the chips would get compacted and can block the drill from rotating. Based on investigation, the root cause was attributed to a user related issue. The event was caused by the user continuing to drill despite the drill becoming stuck in the sleeve, which should have been noticeable. The failure occurred because the drill was unable to rotate due to this obstruction, and instead, the applied torque resulted in deformation at the tip. As a reminder, the instructions for use state the following: during the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
After inserting the t2 alpha tibial nail, drilling was performed using a locking drill and the first screw was inserted successfully. Then, drilling was performed to insert the second screw, but the drill would not proceed halfway through. A different surgeon was then used to push the drill in, but something felt strange. The tip of the drill was twisted and deformed. As a result of the drill being twisted, it could not be removed from the locking sleeve. The drill was removed by hitting it with pliers and a hammer, and a new locking drill was used to complete the surgery.